Manufacturer narrative:
As the lot number for the device has not been provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. No medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. Medical records review: based on a review of the medical records received: the vena cava filter was indicated for an abdominal hematoma and dvt¿s in the left leg. Access was gained to the right femoral vein and the filter was placed just below the level of the lowest renal vein. A completion venacavogram demonstrated good positioning of the filter. There were no complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter allegedly was tilted and embedded in the ivc wall. There were no attempts made to retrieve the filter, and the filter remains implanted. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for an abdominal hematoma and dvt's in the left leg. There were no complications. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: the vena cava filter was indicated for an abdominal hematoma and dvt's in the left leg. Access was gained to the right femoral vein and the filter was placed just below the level of the lowest renal vein. A completion venacavogram demonstrated good positioning of the filter. There were no complications. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully just below the level of the lowest renal vein. No deficiency was reported within the medical records. The investigation is inconclusive for a tilted filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter allegedly was tilted and embedded in the ivc wall. There were no attempts made to retrieve the filter, and the filter remains implanted. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for an abdominal hematoma and dvt&#62688;in the left leg. There were no complications. No additional information was provided in medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months post filter deployment, computed tomography (CT) revealed that the tip of the filter just below the confluence of the renal veins within the inferior vena cava. Normal tilt of the filter was noted without the apex abutting the inferior vena cava wall. Mild caval perforation of multiple struts were noted. Maximal caval perforation involving the anterolateral start on the right was 3.3 mm. This strut abutted the right ovarian vein just proximal to its confluence within the inferior vena cava. The anterolateral structures towards the left abutted the wall of the adjacent infra renal abdominal aorta. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt.based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,g4 h11: e1(complainant mail address),h6(method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.